Manufacturer narrative:
The initial MDR 2432235-2016-00615 was filed on october 13, 2016. Additional information (10/20/2016): section of the initial MDR states, "it is unknown if the discordant result for sample ID (B)(4) was reported to the physician(s)." The additional information obtained states that the discordant result for sample ID (B)(4) was not reported to the physician. Section has been updated with this information.

Event description:
The discordant result for sample ID (B)(4) was not reported to the physician.

Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the data provided by the customer. Quality controls and calibrations were acceptable on the days discordant results were obtained. The hsc specialist indicated that the discordant results were consistent with the sample integrity issue. The cause of the discordant, falsely elevated cre_2c results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
(B)(6) elevated concentrated creatinine (cre_2c) results were obtained on two patient samples on an advia 1800 instrument. The (B)(6) result for sample ID (B)(6) was not reported to the physician(s). It is unknown if the (B)(6) result for sample ID (B)(6) was reported to the physician(s). The samples were repeated twice on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the (B)(6) cre_2c results.